Event description:
On (B)(6) 2013, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that her son's onetouch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the reporter on (B)(4) 2013, and obtained the following information: the patient tests between eight to ten times a day and manages his diabetes with novolog insulin (via insulin pump). The reporter confirmed that on (B)(6), 2013, (at 10am), her son obtained a blood glucose reading of "hi" with the subject meter. The reporter clarified that the reported reading was the first result of the day. In response to the reported reading/message, the reporter clarified she administered 4 units of insulin as treatment and subsequently 30 minutes later, the reporter confirmed her son "passed out." After the onset of his reported symptom, the reporter stated she tested her son with another device and obtained a reading in the "20's." The reporter indicated she was able to give her son some orange juice through a straw and once he regained consciousness she continued to treat him with juice and peanut butter. At an unclear time later she tested her son with a secondary device and the subject meter (readings not known) and the results reportedly were completely different from each other, with the subject meter reading much higher. The reporter indicated she stopped using the subject meter that day. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.